Event description:
It was reported that a spectrum pump displayed false downstream occlusion messages. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to false downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification. The downstream sensor was replaced.